Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had high thresholds and there had been an increase in thresholds per the lead trend. In addition, there was possible atrial lead undersensing noted on the electrogram. The lead was explanted and replaced. No patient complications have been reported as a result of this event.